Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reported that eight months ago she felt a click in her left ear while using the audio processor that stopped working later. The user has been re-implanted. Despite requested, the concerned device could not yet be returned for investigation.

Event description:
The user reported that eight months ago she felt a _click_ in her left ear while using the audio processor that stopped working later. The user has been re-implanted.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that eight months ago she felt a click in her left ear while using the audio processor that stopped working later. Re-implantation is recommended. No information could be obtained as to if a date has been set.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that eight months ago she felt a click in her left ear while using the audio processor that stopped working later.